Event description:
It was reported that during a lap endometriosis with a rectal resection procedure, inserting through trocar the product would not articulate to one side. Procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the (B)(4)device was rec'd with the articulation mechanism damaged. The device was rec'd with a cartridge loaded in the device; the cartridge was rec'd fully fired and with no damage to the spring cartridge lockout. In addition another cartridge was rec'd partially fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right and center the staple formation was conforming, however when fired in the left position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.